Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly. Customer declined follow-up from tandem technical support; therefore, no additional information was known and reported. There was no adverse impact to the customer's blood glucose level.